Event description:
Title: cordis catheter. During placement of right internal jugular 9.5 fr central line, a rupture of the right innominate and superior vena cava junction occurred requiring surgical repair. There had been no diffeculty locating the right internal jugular vein. Using seldinger technique, the attending anesthesiologist was able to pass the wire easily, the dilator and the 9.5 large fr catheter was passed with the usual amount of resistance. Blood could not be aspirated in checking the placement. This was thought secondary to the wall of the large catheter being against the wall of a small vein. The catheter was pulled back 0.5 cm but blood still could not be aspirated. The catheter was rewired. No resistance was encountered on the rewiring. An angiocatheter was threaded over a wire and was transduced with a cvp waveform seen. A smaller cordis 9.0 fr to record continuous cardiac output was placed without difficulty and blood was aspirated back. A pa catheter was attempted to be floated with a venous tracing noted at all times although no rv tracing was seen. The pa catheter was then withdrawn to 20 cm. A bubble test with air contrast was performed through the cordis and the usual contrast was seen in the right atrium by transesophageal echocardiogram (tee). The anesthesia and surgical teams suspected a malfunction of the central line when heparin was given and there were no changes of the act after repeated dosing. Examination of the right thorax internally by the surgical team revealed pleural bulging. The surgeon opened the pleura and approximately 2000cc of bloody fluid was released. Examination revealed the tip of the pa catheter protruding through the vein. The pa catheter was removed and the cordis tip left in situ. The surgeon reported seeing striated tears in the innominate vein wall, superiorly to inferiorly, with no clear puncture site noted. The linear tears were surgically repaired. The originally scheduled procedure (coronary artery bypass procedure) was then performed without further complications. The pt did very well postoperatively and was discharged to a rehabilitation facility as per standard of care following the coronary artery bypass procedure for this pt. The linear tears in the vein were thought to be due to the stiffness and size of the 9.5 fr cordis catheter in relation to the fragility of the vein wall.